Manufacturer narrative:
On (B)(6) 2025 the patient reported skin irritation in the form of burning (sensation); blisters/welts while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment. There is a report that patient treated with prescription medication:(topical anti-inflammatory).there is no report that the patient was treated with an over-the counter medication. There is a report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep. There is no report that the patient reported skin sensitivity/allergy to adhesives and metal. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2025 the patient reported skin irritation in the form of burning (sensation); blisters/welts while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment. There is a report that patient treated with prescription medication:(topical anti-inflammatory). There is no report that the patient was treated with an over-the counter medication. There is a report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep. There is no report that the patient reported skin sensitivity/allergy to adhesives and metal.